Event description:
Customer reported a malfunction alarm with code malf 12, but it was confirmed there was no significant event prior to the malfunction. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information to reset the pump, and after doing so, the malfunction did not recur. Customer was advised to continue using the pump and to call back if any malfunction code reappears; customer acknowledged and understood the instructions.